Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between connector of the solution bag and supply line of the homechoice cassette was not tight when connecting the two components each other. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.